Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2013-00652 and 2134265-2013-00651. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. After the atlantis sr pro imaging device was advanced across the lesion and an attempt was made to obtain pullback images, the same frame kept imaging over and over on the ilab system, and the pullback did not occur. The mdu was replaced with another mdu available in the cath lab, and pullback was perform without incident. The same imaging catheter sled and the imaging catheter were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The problem could be reproduced as indicated in the original complaint. The defective lemo cable was the cause of the problem. The pullback will work even though the image intermittently disappeared. The mdu does not meets specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear.(B)(4).

Event description:
Same case as 2134265-2013-00652 and 2134265-2013-00651. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. After the atlantis sr pro imaging device was advanced across the lesion and an attempt was made to obtain pullback images, the same frame kept imaging over and over on the ilab system, and the pullback did not occur. The mdu was replaced with another mdu available in the cath lab, and pullback was perform without incident. The same imaging catheter sled and the imaging catheter were used to complete the procedure. No patient complications were reported and the patient's status is fine.